Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call that there are issues with the sensor glucose and blood glucose. The customer's blood glucose level was 45 mg/dl at the time of the incident and the sensor glucose was 82 m/dl. The customer treated with food and is feeling fine. Troubleshooting was declined by customer. No further assistance required.